Event description:
The facility reports the resident fell from the lift to the floor while being transferred from the bed to the wheelchair. Two nursing assistants were present at the time the sling clip detached. The resident suffered a bilateral rib fracture.